Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was 20 mg/ml dilaudid (hydromorphone) with a dose of 10.99 mg/day. The reason for use was spinal pain. It was reported that the pump was alarming or beeping. The patient moved from (B)(6) about a month ago (prior to the call date of (B)(6) 2018), and before he left his pump was full. The patient found out that on (B)(6) 2018, the doctor that he was trying to see does not service pumps. The patient¿s pump was alarming and empty since (B)(6) 2018, and the patient was now going through withdrawals. The withdrawals started ¿a couple days ago¿ prior to (B)(6) 2018. As the patient did not have a healthcare professional (hcp) in the area, it was offered for a patient hcp list to be emailed to him. There were no further complications reported/anticipated.